Event description:
The customer reported via phone call that the top of the reservoir had a small air bubble. The customer also noticed a leak underneath the tubing connector cap. The insulin pump alarmed no delivery. The customer saw the needle inside of the tubing connector cap protruding out. Customer's blood glucose level was 181 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.